Manufacturer narrative:
Investigation discovered the exposed portion of the soft cannula was observed to be torn and missing. The overall length of the soft cannula measured 0.661", which is out of specification. The damage to the soft cannula was observed passed the needle tip of the hard cannula, indicating that the damage was not observed at all on the unexposed portion. The downloaded data did not show any timeouts or drive stalls during the pod's run. No signs of leakage were observed along the unexposed portion of the fluid path. Fluid was unable to complete the fluid path as the distal tip and cross drill were missing from the soft cannula, causing fluid to leak out of the opening on the exposed portion of the soft cannula. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 23 mmol/l (414 mg/dl). The pod was leaking while worn on the leg for between 36 and 48 hours. As treatment, a new pod was applied.